Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a permanent out of range signal on (B)(6) 2014. Patient's mother was advised to reset the device. At the time of contact, the patient's mother did not report any injury or medical intervention.